Event description:
It was reported that following successful deployment of the stent, the pt returned to the cath lab later in the day experiencing chest pain. Another co's stent was placed partially within and extending distal to the first stent. No further info has been provided regarding this report.